Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached" alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis for the reported issue of an alarm that the cassette was not attached. The event history log revealed that the alarm occurred. The reported "cassette not attached properly" problem was not duplicated. When a cassette was attached the pump started without issues. In manufacturing mode the downstream and upstream sensors both reacted to pressure as expected but the downstream sensor's output was lower than normal - 98 mv. There was residue from ingression on the inside of the pump. The downstream sensor will be replaced as a preventative measure.